Event description:
Transducer fault: it was reported - "xdcr fault occurred."

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Received vela main pcba and installed in known good unit, powered on in service mode and exported event error log. Noticed multiple xdcr fault events recorded. Perform xdcr calibration per service manual failed. Powered in operating mode with received settings and reported problem of xdcr fault. Findings: reported problem was duplicated and isolated to bad xdcr. This is considered a known issue addressed with an internal action.

Event description:
Per additional details, patient involvment, no patient harm. The patient was removed from the ventilator and placed on another ventilator.

Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty component for evaluation. As of june 11, 2015 the alleged faulty component has not been received.